Event description:
Reporter called in 2001 to notify the company that spouse's tracheostomy tube decannulated while spouse was in the bathroom that morning. Spouse was able to reinsert the tube without the assistance of a doctor or nurse. Spouse did not go to the hospital that day to be checked. The reporter and spouse stated that they believe the company's product was at fault. The reporter did mention that spouse has coughing spells and that the doctor told spouse on the last visit, to tighten the holder more. Tried to contact them several times to receive the holder in question. They did return several holders to the company, but none of them were indicated as the holder in question. Still waiting for a response from them to see if they did return the used holder in the package.